Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. Occupation: non-healthcare professional (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient's device randomly shut off on him a few times and then the stimulation jumped on its own. Other than that, the device seems to be working. The patient also reported that he thinks the lead wires might have moved a bit. On (B)(6) 2018, the patient reported that the ens has a dead battery. Also, it was noted that the patient was hospitalized for an unknown reason. There were no further complications or anticipations reported with this event.